Event description:
Home pt (hp) contacted baxter's technical svc ctr (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain of the hp's automated peritoneal dialysis (apd) therapy. Reportedly, after prime was complete, hp connected 2 patient extension lines to the patient line of the homechoice set and advanced treatment to initial drain. Tsc assisted hp in ending therapy early. Per rn, no pt injury or medical intervention was associated with this incident.